Manufacturer narrative:
Date of event is estimated. The UDI is unknown because the part/lot number were not provided. The device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported as a general comment that during use of the prostyle device as a vessel puncture closure of unknown vessels for transcatheter aortic valve replacement (tavr) procedures, cuff misses occur a lot. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.